Manufacturer narrative:
The complaint devices were not returned for investigation. The aveta system used in this case includes: the aveta controller (sn (B)(6)), aveta coral hysteroscope, and aveta flex+ disposable resecting. Lot and device history records review was conducted for the reported product lot numbers and serial number. The products met the quality lot release process. The case event log was obtained for aveta controller (B)(6), and it was confirmed that the aveta devices and the aveta system performed as intended during the procedure. The high fluid deficit alarm rate was triggered and message 'check for possible perforation' was displayed on the monitor. No procedure complications or device /system malfunctions were reported at the time of the event. The relationship between the adverse event and meditrina products cannot be established. The complaint will be monitored and updated when additional information is available per meditrina's quality system.

Event description:
The procedure was performed for a polypectomy on (B)(6) 2025. System setup was uneventful and system priming was done with no issues. Physician dilated the patient cervix. Physician attempted to insert the aveta coral hysteroscope but had difficulty. Removed scope from cervix and performed dilation one more time. After that physician reinserted the hysteroscope without any issue. Visualization of the cavity wasn't perfectly clear but adequate to determine it was a large polyp. Fluid deficit was increasing and the "possible perforation" notification was displayed on the screen. The system also displayed fluid deficit limit 750 ml reached which point the fluid deficit was changed to 1,000ml. The flex+ resecting device was used to remove the visualized polyp. After a few seconds of resection, the visual field was very poor, bloody, so the physician ended the procedure. The physician decided to finish the case and noted "incomplete" procedure. No procedure complications or device /system malfunctions were reported at the time of the event. Meditrina sales representative was notified on 12/8/2025 about a follow-up hysterectomy procedure that was performed on the patient. After multiple follow-ups, the sales representative was informed on (B)(6) 2025 that the patient has died.